Event description:
No info, investigation in progress. F/u findings: the device was rec'd at the device analysis laboratory with leakage from the port tubing at the stainless steel connector.

Manufacturer narrative:
Visual examination of the returned determined the access port tubing connector to be a taper ii. Analysis noted a thinner surface and smooth opening at the port tubing at the stainless steel connector consistent with wear and tear. Analysis noted that the band tubing was broken with striations consistent with surgical end cut to remove the device. No add'l info has been reported to allergan regarding the model number, serial number, the event date, implant date, diagnostic testing, pt data or further event details.